Event description:
It was reported that the pt had previously had his vns removed due to an infection and was now going to be re-implanted. Both the lead and generator were removed due to the infection. Attempts for additional info on the infection have been unsuccessful to date.